Event description:
In 2005 at 7:45 am a resident was found dead in their room. The left mid abdominal region of their body was located between the side rail and the mattress and the resident's lower half off the bed. This was reported to nurse manager two days later who began an investigation with coroner notified the next day.